Event description:
It was reported that the patient underwent a surgical procedure at l5-s1. It was reported that the driver broke off in the set screw during final tightening. The surgeon was unable to remove the fragment so the rod was cut and the screw backed out with a counter torque. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.